Event description:
As reported by the legal brief, patient received a recall notice for his ankle prosthesis manufactured by exactech letter dated april 11, 2022. Patient implant surgery was on (B)(6) 2019; he alleges he sustained injury. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of this event cannot be conclusively determined; insufficient information. Additional information received on 06-may-2024. Implant op report, revision op report and product log/serial numbers. Preoperative diagnosis: 1. Painful right total ankle replacement 2. Right ankle medial gutter impingement 3. Right ankle distal tibial stress reaction 4. Painful hardware right proximal fibula postoperative diagnosis: same the tibial component and talar components were inspected and they were stable. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of joint impingement and pain as reported. Additional reasons for revision may be due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.